Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an issue while rewinding/filling tubing process. The customer had a problem with changing the set, almost 59 units of insulin was being pushed to the tubing while loading the reservoir but some insulin drops were noticed. The customer reported no adverse event. The event involved products mmt-378a, mmt-1884. Troubleshooting was performed. The customer did set up a new reservoir and tubing, restarted the load reservoir process, and insulin continued to exit out of tubing. No harm requiring medical intervention was reported. The customer will discontinue using the infusion set and insulin pump. Mmt-378a, mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the self-test, rewind test and displacement test. Unit failed during basic occlusion test. Pump was cut open to perform visual inspection and found moisture damage on the force sensor assembly. The force sensor measurement was within spec range (21.45 mv). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: no physical damage on the pump case noted. Prime/fill anomaly was confirmed due to moisture damage on the force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.